Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify weak battery alarm due to blank display. The pump had minor scratched display window.

Event description:
The customer reported via phone call of moisture damage and weak battery from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she fell into the swimming pool and the screen fogged up. The customer reported fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.